Manufacturer narrative:
(B)(4).

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 7.3 cm in diameter abdominal aortic aneurysm. Once deployed the physician, realized that he deployed the stent graft at the level of the lower right accessory renal instead of the intended target of the lower right main renal artery which was 4cm proximal to this accessory renal. The physician then placed an endurant 32x32x49 aortic cuff proximal to the bifurcated device. The physician then placed a 28x28x49 proximal to the 32 cuff at the level of the main right renal artery to achieve seal. All overlaps and proximal seal zones were ballooned with a reliant balloon and seal was achieved. Great results in the case with no endoleaks on final angiogram. The physician stated that the cause of the event was due to user error. No additional clinical sequelae were reported and the patient is fine.